Manufacturer narrative:
The first referenced episodes of anemia, gastrointestinal (gi) bleeding, and corresponding hospitalizations was previously reported under medwatch MFR report #2916596-2018-04782. The heartmate 3 lvas was implanted during the momentum 3 ((B)(6)) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had dizziness and syncope, and fell at home. The patient reported striking head but denied any loss of consciousness. The patient was seen in the emergency department and admitted for observation. At the time of admission on (B)(6) 2019 the cause of the dizziness/syncope was thought to be dehydration. Later that afternoon, the lvad began to produce low flow alarms with low pi and the patient had chest pain, jaw pain, and elevated troponin. The patient was provided IV fluids. On (B)(6) 2019 echocardiogram (echo) and cardiac catheterization aortic root angiography confirmed extensive thrombosis affecting left ventricular outflow and coronary arteries. A clot was observed in the aortic root, along with very little cardiac movement. It was determined that the patient had arterial non-cns thromboembolism. Catheter directed lytic therapy was performed and the patient was provided pain medication for the chest pain. The patient remained in cardiovascular intensive care unit (cvicu) due to the aortic root clot. Subsequent heart catheterization on (B)(6) 2019 showed re-established perfusion to the right coronary artery. Dizziness and syncope resolved. The patient had been off all anti-coagulation since early (B)(6) 2018 due to repeated episodes of anemia, gastrointestinal (gi) bleeding, and corresponding hospitalizations. It was reported that the lack of anticoagulants could have contributed to the event. The patient had prolonged hospitalization. On (B)(6) 2019 it was reported that the patient remained stable in cvicu and plan of care was to be determined.

Manufacturer narrative:
Investigation summary: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not conclusively be established through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no log files were provided. It was reported that the patient was hospitalized for dizziness and syncope. The account communicated that the patient¿s head had been struck and the patient denied any loss of consciousness at the time of event. The patient was seen in the emergency department and was admitted for observations. The patient underwent an echo that revealed a clot in the aortic root and very little cardiac movement. The account communicated on (B)(6) 2019stating that the cause of the dizziness and syncope was unknown, possible due to hydration. The patient was given IV fluids and the patient¿s symptoms of dizziness and syncope resolved. It was noted that the patient has been having low pi and lower than normal flows. A cardiac catheter aortic root angiography confirmed extensive thrombosis affecting the left ventricular outflow and coronary arteries. A catheter directed lytic therapy was required. The patient experienced symptoms of chest pain and was given pain medication. The patient remains in the cvicu and a re-established perfusion to the right coronary artery showed on subsequent heart catheter on (B)(6) 2019. The account communicated again on (B)(6) 2019 stating that the patient began having low flow alarms, chest pain, as well as an elevated troponin. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). There is no product available for evaluation. The heartmate 3 lvas IFU lists possible pump thrombosis as an adverse event that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The manufacturer is closing the file on this event.